Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have damage to the insulation of the cord. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis found no damage to the insulation cord during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. The instrument passed electrical continuity test. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.